Event description:
It was reported that the device therapy connector was damaged. Hence, the device was not able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported problem. Physio replaced the internal therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and found a broken low voltage pin stuck in the connector.